Event description:
Boston scientific received information that the logbook for this device has shown evidence of noise. The noise could not be reproduced and thresholds and impedances were good. The physician requested the field representative reprogram the device. Following reprogramming, pauses were noted during threshold testing though the patient was not symptomatic. The device was reprogrammed again and the patient will be checked in a few days and a possible revision is being considered. There were no adverse patient effects reported. Additional information was received that the patient was rechecked and had no symptoms. The patient will be checked again on another month.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Information was received that this device has now been explanted.at this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.